Manufacturer narrative:
Although the customer initially reported a service code, review of the AED's internal log files determined that the service code after battery replacement was due to the previous battery fully depleting within the unit. Analysis of battery pack sn (B)(6) and the AED's log files but did not identify a cause for the depleted battery pack. Once a new battery was installed and a manual self test run the AED was functioning as designed and could stay in service.

Event description:
A customer reported that their AED's asi is flashing red, and reporting a service code. The customer did not report this occurring during patient use.